Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be intermittently unresponsive but were not sticking. There was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.

Event description:
The patient reported that all keypad buttons have been sticking for two weeks. She stated that none of the buttons have normal spring-back. The patient confirmed that the keypad is intact. She stated that she wears the pump underneath her clothing and does not clean the pump.